Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient was having an MRI and requested MRI compatibility guidelines. Per the consumer it was confusing. During the call ((B)(6) 2017), the ¿charge neurostimulator battery¿ screen was seen. The consumer stated that they needed to charge their battery. It was reported that the current implantable neurostimulator (ins) had a problem holding a charge for probably the last 6 months (confirmed in 2017). The current ins was positioned near their armpit, it was reported to be difficult, it was ¿a pain¿ to connect and charge the implant, and it was sensitive since implant ((B)(6) 2015). The consumer was redirected to their health care provider (hcp) to address these issues. No further complications were reported.